Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint.

Event description:
An event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm leaking from the b port of the 14001 plum 360 infusion set. Previously a syringe had been attached to administer premeds with no issues, only after connecting a 011-cl3020 set was a leak observed. This instance involved chemo. The event was observed during infusion of chemotherapy. The staff observed leaking fluid from the b port during infusion. The medication was used with this product which is cytotoxic drug treatment. The product was contaminated or contain a biohazard or chemotherapeutic agent. There were patient involvement and delay in therapy, but no adverse event / patient harm reported.